Event description:
The device broke at the white hub outside the patient. When it was removed, the hub was no longer connected to the internal tubing and 10.6cm of the tube was retained in the patient's upper arm.